Manufacturer narrative:
Stryker requested additional information about the device "dispositioning", but has not yet received a response. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Not returned to manufacturer.

Event description:
A customer contacted stryker to report that their device would not power on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
Stryker evaluated the customer¿s device at the product assessment center (pac) and the cause of the reported issue was determined to be due to the user error. Installed battery was depleted more then 3 months. The operating instructions instruct the user that "device readiness" should be verified at least once each month. The customer received a replacement device. The customer's device was archived by stryker maastricht.

Event description:
A customer contacted stryker to report that their device would not power on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.